Event description:
Event description guidant received information from the patient that her implantable cardioverter defibrillator (ICD) caused her to have a heart attack. After reviewing her past history and the physician history and physical and clinic notes, this seems highly unlikely. However, this ICD did exhibit noise and oversensing, leading to mode switches and up to 2.4 second delays in pacing. This patient is pacemaker dependant. It was discovered the two right ventricular leads were intermittently hitting each other, causing the oversensing.